Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical spine fusion surgery. Intra operatively, the cage was broken. The device came in contact with the patient. No fragments remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: device evaluation: the edge of one screw hole of the implant has been damaged and there is a ~1.5mm piece missing. The material flow is upward with two witness marks just inside the fracture area. There is evidence inside the screw hold that the inserter was attached. The witness marks around the area of fracture are not consistent with the inserter. The cause of the damage cannot be determined at this time but it does not appear to be the result of typical implantation. If information is provided in the future, a supplemental report will be issued.